Manufacturer narrative:
Update: the previously applied patient code was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. Regarding the pump motor stall, the patient had experienced more pain. Regarding the cause of the motor stall, they were questioning if the battery had died. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl, bupivacaine, and dilaudid via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient had encountered the 8476 motor stall error code on their personal therapy manager (ptm). It was indicated the patient heard their pump alarming. The patient did not know if they had recently had a magnetic resonance imaging procedure (MRI). The patient was redirected to follow-up with their healthcare provider regarding the motor stall. The patient reported they could tell the pump was stalled. The change in therapy/symptoms was noted as sudden. The issue began (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
The type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding pump replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
As per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6)2019.